Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a no delivery alarm on their insulin pump in the past. The patient's blood glucose level was unknown at the time of the call. The customer declined trouble shooting and declined returning the reservoir back for analysis. The customer stated there were no bent cannulas. The customer was informed to call back the next to me they received a no delivery alarm to trouble shoot the issue. A new reservoir was sent to the customer. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles. No further information was provided.